Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and the foot switch were replaced. The system was tested and found to be working as intended and put back into service.